Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer observed a false negative b-hcg result while using the architect total b-hcg assay. The customer provided the following data: on (B)(6) 2018: initial result <1.2 miu/ml (negative) . The specimen was retested in a reference lab (using the architect analyzer) and generated a positive result of 148 miu/ml . On (B)(6) 2018: a new specimen was drawn; a positive result of 349.2 miu/ml was generated. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint data, field service review, a review of service history, and a search for similar complaints. Return material was not available. The field service engineer (fse) inspected the analyzer and replaced the syringe valve. There have been no subsequent contacts from the customer regarding discrepant results since the replacement of the syringe valve. A review of the analyzer service history was performed and no contributing factor to the current event was found. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i2000sr analyzer, list number 03m74, was identified.